Event description:
It was reported that charging cord quit working on pump that was past warranty and no longer eligible for manufacturer replacement. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in process of renewal, declined follow up from technical support, and no additional information was received regarding outcome of event.